Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the leads which was implanted in the patient¿s face had eroded and was exposed. The patient underwent revision procedure and was doing well post operatively.

Event description:
A report was received that one of the leads which was implanted in the patient¿s face had eroded and was exposed. The patient underwent revision procedure and was doing well post operatively.